Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that the beeping was no longer heard by the patient since the last follow up when the shock impedance limit was programmed to 200 ohms.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had emitted tones. Interrogation noted no faults on the device. It was noted that the shock impedance measurements were out of range. A request for technical advices was noted. No adverse patient effects were reported. A review by boston scientific technical services (ts) noted the pacing impedance measurements appear stable while the shock impedance measurements had spikes which were out of range but nothing which would cause beeping. Ts not there were no suspicious faults, the battery and power usage look normal. The device was not confirmed to be beeping to it was likely the tones were due to the patient's environment. Ts discussed some recommendations. The system remains implanted. Additional information noted the at the physician tested the beeper function with a magnet and the patient noted that this was the same sound they heard four time a day and sixteen beeps. An inquiry regarding a possible old alert was requested. Boston scientific technical services (ts) noted that any alert that would cause the device to beep is cleared at the end of initial interrogation. In addition to this, any alert that would cause the device to beep will be identified by the programmer at initial interrogation. Also any subsequent alert that the device discovers would then again cause the device to beep. It was noted that possibly the device is beeping due to daily measurements going above the programmed 200 ohms. This investigation is ongoing.